Event description:
The company received information that suggested that the cuff began leaking while in patient use. The customer reported that the patient was re-intubated and there was no patient harm reported. The customer will return the sample for investigation.